Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that 1 patient suffered from pericardial effusion warranting a pericardiocentesis, and plvad was inserted for hemodynamic support due to refractory hypotension after pericardiocentesis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿outcomes of pre-emptive and rescue use of percutaneous left ventricular assist device in patients with structural heart disease undergoing catheter ablation of ventricular tachycardia¿. The purpose of this study was to assess the outcomes of pre-emptive and rescue use of plvad during vt ablation in patients with ischemic and non-ischemic cardiomyopathy. The study was conducted between january 2009 and october 2011. Suspect device is an externally irrigated 3.5 mm navistar thermocool ablation catheter, however catalog and lot numbers are unknown.